Manufacturer narrative:
Event date: exact date unknown, event occurred few months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 26248523. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7075690/7075683.

Event description:
It was reported that the patient was having discomfort at the ipg and anchor sites. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices will not be returned.